Event description:
A faulted systems diagnostics test which changed the patient's vns settings also occurred on (B)(6) 2008, prior to the previously reported (B)(6) 2009, faulted test. The settings were corrected at the next visit on (B)(6) 2008.

Event description:
It was reported that the pt was seen by the physician on (B) (6) 2009 to have her device diagnostics checked. She reported that the next day she did not feel stimulation and she normally does. The device was checked on (B) (6) 2009 and was found to be set to incorrect settings. Programming history was reviewed by the manufacturer. It was found that on (B) (6) 2009, there was an interrupted system diagnostics test that caused the pt to be set to the default settings that the system diagnostic test is run at, which is not the pt's intended settings. The output was lower than her usual settings which likely caused her to not perceive stimulation as she normally does.

Manufacturer narrative:
Analysis of programming history.

Manufacturer narrative:
Adverse event or product problem, corrected data: information regarding the (B)(6) 2008, faulted test was inadvertently omitted from the initial MDR report.